Event description:
A surgeon reports a patient is complaining of flashes of light and temporal dark shadows following bilateral intraocular lens implant surgeries. The patient's history includes diabetic retinopathy and complaints of visual disturbances prior to the intraocular lens implant surgeries. The surgeon feels the patient's visual outcome is excellent and he does not know if the intraocular lenses are a contributing factor to the patient's current complaints of visual disturbances. The surgeon does not have any current plans to intervene. MDR# 1119421-2006-00385 od, MDR# 1119421-2006-00386 os.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.